Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using cartridge for greater than 48 hours. Customer was instructed to change cartridge filled with humalog insulin every 48 hours per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was over 400 mg/dl at time of alarm.